Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurrent urinary incontinence. The cuff and balloon were replaced, and the physician found the device had a fluid leak. There was no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned components underwent a thorough analysis. The balloon was visually inspected, leak tested, and functionally tested. The balloon presented folds but passed the leak testing. The balloon did not pass the functional testing. The cuff was examined, and the shell was worn from wear at a fold and a hole was identified. The cuff did not pass the leak testing performed. Based on the information available, the reported allegations were confirmed.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurrent urinary incontinence. The cuff and balloon were replaced, and the physician found the device had a fluid leak. There was no additional patient complications reported.